Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Customer primed the tubing to address the issue.